Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue with the intermittent shocking has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they thought they needed help adjusting their device to a different setting. They stated they had a new implant in november and ever since then it had been intermittently shocking them. They said they could feel it all the way from their groin to their toe and sometimes it would make their toe twitch and it didn't usually hurt but this morning it kind of did. They mentioned they could go a week without it happening and then it would happen again and it would keep happening. The patient was asked if the issue happened when they were in a certain position and patient said they didn't think so. They had tried decreasing and increasing settings but it did not resolve the issue. They also mentioned they have had a implant before this for years and it never did this so there's something different going on. Their healthcare provider said maybe it was stimulating the wrong nerve and they need to get the program adjusted. The patient was redirected to contact the manufacturer by the doctor. The patient states they have their manufacturing representative's (rep) phone number and would contact the rep as they did not feel comfortable trying other programs.